Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. Inspired medical japan owns all complaint handling, complaint investigations and reporting responsibilities. We issued complaint notification to the supplier "inspired medical japan", requesting them to investigate the event.

Event description:
It was reported that during the pre-use check, the hme filter got detached with just a little force. No patient injury.